Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 35mm in length, concentric, de novo target lesion was located in the mildly tortuous, non calcified, and 3mm in diameter proximal to distal left anterior descending artery. The lesion was predilated and the percent stenosis of the lesion immediately after predilation was 80%. Then a 3.00x38mm promus element ¿ long drug eluting stent was advanced to treat the lesion. However on post deployment, an edge dissection was noticed. The physician covered the dissection with a 3x16 promus element stent and completed the procedure. No further patient complications were reported and the patient's status was stable.